Event description:
It was reported that, "upon insertion of aria peek spacer, implant broke at insertion point. Surgeon commented on extremely poor implant to inserter engagement."

Manufacturer narrative:
Method: complaint history analysis and risk assessment was completed. Results: the product associated with the incident was discarded at the hospital and no product inspection was possible to evaluate the failure mode. Complaint history analysis: 7 previous records for similar issue. The investigations into past complaints concluded that the failures were the result of cantilever forces being applied to the inserter during insertion, which subsequently led to the breakage of the implant. Risk assessment: there were no reports of any adverse consequences to the pt and the surgery was successfully completed. Conclusion: a thorough investigation could not be performed, as the implicated device was not available for eval and the corresponding lot info was not supplied. The breakage is believed to be the result of cantilever forces being applied to the implant inserter during insertion and/or the implant not being correctly loaded to the implant inserter. The aria surgical technique states that the "application of cantilever forces while using the implant inserter may result in breakage of the implant".